Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after implant procedure. It was noted that the patient experienced tamponade. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.